Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 255 mg/dl. System check was performed with tandem technical support. No issues were identified with the pump, infusion set tubing or cannula. The customer declined to complete the system check as customer did not have another cartridge at the moment to use. Customer inserted a new cannula and resumed insulin delivery.